Event description:
Note: date of event and procedure date are unknown. It was reported to boston scientific corporation in 2008 that a resolution clip device was used during a procedure (patient gender, age and weight are unknown). According to the complainant, the plastic cover catheter dislodged from the blue connector during the procedure. The following month, additional information reported that the over-sheath-grip had detached from the teflon sheath. The problem with the over-sheath-grip deatachment was realized before introduction of the clip into the endoscope. The procedure was completed with another resolution clip device. The patient's condition at the conclusion of the procedure was reported to be "fine". According to the complainant, there is no further information regarding the patient on the event.

Manufacturer narrative:
Unknown (for use when the patient's condition is not known). Component(s), detachment of. According to the complainant, the suspect device has been contaminated and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. The device history record for this lot was reviewed; no anomalies were noted. A search for similar complaints was completed and found no other complaints were associated with this lot.